Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 400mg/dl. The customer treated with a syringe. Customer indicated that they do not know how to prime and is unsure how to rewind the pump. Troubleshooting assisted them with the priming process and rewind sequence of the pump. Customer declined to further troubleshoot.